Event description:
The information received from the sales representative indicated that during a stenting procedure, the shaft of the 2.5 x 13mm cypher broke in two when being put into the guide. The cypher was in the 1st 10cm of guide when they noticed the break. The product was then carefully pulled back into the guiding catheter until it came out. The cypher never actually went into patient's body. The procedure was completed with a new stent. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.